Event description:
Affiliate reported that it was not possible to program the valve by using two different programmers. Shunt implantation on (B)(6) 2014, adjusted value at 120 mm h2o; due to increased walking disability patient was examined by CT on (B)(6) 2014 where expansion of all ventricles were found. Surgeon tried to reduce the pressure setting from 120 mm h2o to 100 mm h2o without success. A different programmer was used in a 2nd attempt but this procedure failed as well. Surgeon concluded shunt defect and a revision surgery was performed on (B)(6) 2014.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when the valve was received was 130mmh2o. The valve was visually inspected and no defects were noted. The valve was tested for programming and the valve failed the test, during the programming process the cam mechanism did not move. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The catheter was irrigated with purified water and no occlusion was noted. The valve was dried and leak tested with no leaks being noted. The valve was retested for programming and the valve failed the test. During the programming process the cam mechanism did not move. The valve was then pressure tested at 130mmh2o and passed the test. The valve was reflux tested and the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification and biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled and no defects were found. Review of the history device records confirmed the valve product code 82-3100, with lot crbcck, conformed to the specifications when released to stock on the 25th march 2014. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.